Event description:
The customer reported that the sync mode was not working as expected. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported that the sync mode was not working as expected. There was no report of pt impact or involvement. Philips evaluated the device locally and it was found to be functioning as designed and intended. The customer was provided info related to sync mode functionality. This was a user misunderstanding of defibrillator function in the sync mode and no malfunction.